Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 341 mg/dl back to back with a result of 102 mg/dl when testing was performed within 2 minutes of each other on the aviva system. No actions were reported taken or treatment was rec'd. A request was made for the return of the suspect device and replacement product was sent.